Event description:
It was reported that a user of the ilet experienced a high blood glucose reading of 310 mg/dl while using a contact detach infusion set; the user had replaced the infusion set earlier the same day, and subsequent readings decreased to 279 mg/dl and continued trending downward after guidance that no further immediate changes were necessary. Symptoms included no reported clinical symptoms associated with the elevated glucose. Outcomes included transient hyperglycemia without medical intervention or hospitalization. Investigation included troubleshooting and education over the phone. Investigation of this case revealed no device malfunction identified at the time and an unclear cause of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.